Manufacturer narrative:
The patient was a participant in the synergy 1l ide clinical study (B)(6) with an initial implant date of (B)(6) 2022. Implant subsidence was identified. Revision surgery was performed on (B)(6) 2026, during which the synergy disc was explanted and an anterior cervical discectomy and fusion (acdf) procedure was performed. The manufacturer reviewed the applicable batch record, complaint history, and serial radiographs provided by the clinical site. Review of the batch record did not identify manufacturing deviations, nonconformances, or anomalies that could have contributed to the reported event. No additional complaints have been reported for the implanted lot, and no additional complaints involving implant subsidence were identified during review of complaint records. The explanted device has been submitted to an independent laboratory for explant retrieval analysis under the ide study. Retrieval analysis is ongoing. Based on the information currently available, no manufacturing nonconformance has been identified and a definitive root cause cannot be determined. The manufacturer will review the results of the retrieval analysis upon completion and submit supplemental information if warranted. Device usage: this device is used for treatment. If additional information is obtained that is relevant to this report, a follow-up report will be sent.

Event description:
Patient is participating in the 1l ide trial (B)(6) with initial implant of device in (B)(6) 2022. Asymptomatic implant subsidence was identified at the one-year study visit in (B)(6) 2023. Patient presented in (B)(6) 2026 with worsening of symptoms and underwent physical therapy. In (B)(6) 2026, patient returned to clinic with continued symptoms and elected to undergo surgery. On (B)(6) 2026, the patient underwent revision surgery. The synergy disc was explanted and the patient underwent fusion (acdf) surgery at the same level.